Event description:
It is reported that when the surgical tech opened the stem there were scratches and nicks on the neck. Another implant was opened and used.

Manufacturer narrative:
This report will be amended when our investigation is complete.